Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from u.s.a. Stating that the device is not holding the burrs. It is known that the event occurred during surgery. It is also known that there was no pt or user injury, surgical delay or medical intervention reported related to this occurrence. No additional info available.